Manufacturer narrative:
The investigation infection/sepsis, thrombus, placement signal issue, and high purge pressure has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of thrombus and infection was not determined. The cause of the optical signal issue and high pressure purge was most likely biomaterial interaction leading to false position in aorta alarms per log and clinical review

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed an abscess at the access site. The patient had a fever with positive cultures. Multiple antibiotics were started. Support continued. Furthermore, there was high purge pressure reported. Tissue plasma activator was added to the purge and support continued. Additionally, there were placement signal alarms where it stated impella in aorta. Transesophageal echocardiogram was performed verified good pump position across the aortic valve. Repositioning attempt was made to try and clear the alarm, but the alarm continued throughout the day. Concern was brought forward to the team that the pump was alarming incorrectly, and the underlying cause may be flow saturation/biomaterial ingestion. The decision was made to remove the pump due to these concerns. Impella 5.5 was removed and an intra-aortic balloon pump was placed in left femoral.